Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
Information received by medtronic indicated that the extension tubing detached from the stopcock. This occurred when the sheath was just inserted into the left atrium; the cryoablation catheter was not yet inserted into the sheath. The side port of the sheath was closed with a clamp so no air could enter and no blood could leak out. The sheath was replaced and the procedure finished without further problems. There were no patient symptoms or complications related to this event.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. Visual inspection showed that the stopcock distal end luer was completely detached from the side port tube proximal end. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.